Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that these right ventricular (rv) and right atrial (ra) leads exhibited high pacing thresholds. An invasive procedure was performed to explant and replace the leads. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis indicates that set screw marks was noted on terminal pin, however, there were no discernable set screw marks were noted on the ring. Cuts were also noted in the insulation. Further, the lead passed electrical testing.